Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues occurred again.